Event description:
7/23/97: a bardport titanium implanted port was placed in pt. 8/21/97: catheter became separated from the reservoir. This was discovered when the porta cath failed to function (could not draw blood from it) and was explored surgically. When opening pt's subclavian area diaphragm removed without catheter intact. 8/22/97: as result of incident pt elected to discontinue chemo treatment. User error or device malfunction. Undetermined at present time.